Event description:
It was reported that that the patient felt symptomatic, the data recorded on the implantable cardiac monitor seemed to be false asystole. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).